Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2013) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4, g1, g3, g4, g6, h2, h4, h6, h10, h11. Corrected field: d.6a (date of implant) this supplemental emdr represents the bard/davol 3dmax light mesh (device 2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax light mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol 3dmax light (2x) and bard soft mesh. As reported, the patient is making a claim for an adverse patient outcome against 3dmax light (2x) which were implanted on (B)(6) 2014 and (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with bilateral hernia thereby underwent laparoscopic repair with implant of 3dmax light mesh (device 1 ¿ right and device 2 - left). Per operative notes, ¿an incision was made through inguinal region. Both hernia sacs were dissected out. Two 3dmax light mesh (device 1 ¿ right and device 2 ¿ left) were placed into both inguinal floor and secure it with sutures.¿ (B)(6) 2020 ¿ patient was diagnosed with recurrent right inguinal hernia, thereby underwent laparoscopic repair with implant of bard soft mesh (device 3). Per operative notes, ¿a right inguinal incision was made through subcutaneous tissue. There was a large hernia sac which was dissected out. A bard soft mesh (device 3) was placed into the right inguinal floor and secure it with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax light (device #2). An additional emdr was submitted to represent the bard/davol 3dmax light (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol 3dmax light (2x) and bard soft mesh. As reported, the patient is making a claim for an adverse patient outcome against 3dmax light (2x) which were implanted on (B)(6) 2014 and (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.